Event description:
It was reported that the patient programmer showed an early replacement indicator (eri) message. The primary cell device had been implanted only two days prior. Longevity was estimated at 11.5 months given the settings of left side at 5v, 150us, 180hz, 897ohms, 2+1-0- and right side at 3v, 120us, 809ohms, c+4-. Electrode impedances were not available. The patient was scheduled to be seen in three days to evaluate the eri situation. The clinician programmer report showed a voltage of 2.98v and eri status as well. Therapy was apparently fine at the time of the report.

Manufacturer narrative:
(B) (4).